Event description:
The pt suffered a pneumothorax during a superdimension procedure. The fiducial marker got stuck. The physician tried to push the marker through by pushing on the scope. The physician believes it may have contributed to the pneumothorax. The pt required a chest tube for fourteen hours after the case and was then discharged. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
Evaluation of the superdimension superlock nitinol marker confirmed the marker was damaged, which impacted the ability to eject. The cause of the damage is undetermined. It is undetermined if the damaged marker contributed to the pneumothorax. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.